Event description:
It was reported that the patient presented for an implant procedure for a new pacemaker. During interrogation, it was discovered that the pacemaker was telemetry only. The physician was notified prior to the procedure, and the patient was offered a merlin on demand rather than a merlin at home remote monitor. The physician agreed to continue with the generator change procedure using the telemetry only pacemaker. The pacemaker was implanted. The patient was stable.

Manufacturer narrative:
Section b5: clarification on initial b5:" telemetry only" should have been "wand telemetry only".

Event description:
New information received notes no radio frequency (rf) telemetry was observed on the pacemaker. The pacemaker was wand telemetry only.